Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and unexpected test due to constant motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. No anomaly during self test noted. Pump was received with scratched ldc window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 83 mg/dl. Troubleshooting was performed. The device was returned for analysis.